Event description:
The customer reported the system locked up and had to be rebooted. No pt injuries were reported.

Manufacturer narrative:
The ge service rep could not reproduce the problem. He reloaded the software and restored the rus files. The system operates as intended.